Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code bd indicative of battery depletion. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was successfully interrogated with a programmer and a full memory download was conducted. Review of the device's diagnostic data found that on (B)(6) 2019, either a programmer or communicator attempted to establish telemetry with this s-ICD; however, it was unsuccessful and an interrogation session did not occur. The device then entered into a high-power consumption state on (B)(6) 2019; the same day the bd alert was recorded by the device. The device's battery and internal circuitry were tested and yielded normal measurements; the high-power consumption observed prior to explant was not noted. The s-ICD was then placed into a 37 degrees celsius chamber and the same electrical testing was conducted a second time. Again, the s-ICD was found to be operating normally and was not exhibiting a high-power consumption. Although physical testing was unable to reproduce the high-power consumption that prompted a bd alert, this behavior is consistent with a transient issue within the device's digital hardware following an unsuccessful telemetry attempt. This inability to successfully establish telemetry with the s-ICD can lead to a firmware processing delay of up to one second occurred (and repeated every two seconds). This causes an increase in the device's power consumption which subsequently decreases battery longevity. This firmware delay can also lead to undersensing during any episodes recorded while the device is in this temporary state. A successful telemetry session can restore the s-ICD's normal functionality, which occurred with this device on (B)(6) 2019.